Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested assistance with increasing pump basal rate from 0.55u/hr to 0.65u/hr, as blood glucose (bg) level had been elevated for the past week. Bg level was reported to be in the 200s range (mg/dl); however, the exact value was not provided. The customer delivered correction boluses via the pump. Tandem technical support was able to guide the customer through updating pump basal rate settings.